Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines prior to undergoing the implantation of essure. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuation"), dyspareunia ("pain during intercourse"), migraine ("severe migraines") and abdominal pain lower ("cramping"). The patient was treated with surgery (partial hysterectomy to have the essure device removed). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, dysmenorrhoea, abdominal distension, hormone level abnormal, dyspareunia, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal and migraine to be related to essure. Company causality comment . Incident~~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and cholecystectomy ("gallbladder remover surgery") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included unintended pregnancy (approximately 2009 to 2011 discontinued) and gravida ii (two live births on (B)(6)) no history of migraines prior to undergoing the implantation of essure. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient underwent cholecystectomy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain") and abdominal pain lower ("cramping"). In 2015, the patient experienced cholecystectomy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuation"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), emotional disorder ("emotional state became very imbalanced after the removal surgery"), depression ("depression"), cholelithiasis ("gallstones"), gestational diabetes ("gestational diabetes"), investigation noncompliance ("no essure confirmation test") and treatment noncompliance ("no contraceptive after essure placement "). The patient was treated with timolol maleate (betim), escitalopram oxalate (lexapro), sertraline (zoloft), bupropion (wellbutrin), fluoxetine hydrochloride (prozac), surgery (partial hysterectomy to have the essure device removed) and surgery (surgery to remove gallbladder). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, cholecystectomy, abdominal pain, dysmenorrhoea, abdominal distension, hormone level abnormal, dyspareunia, migraine, abdominal pain lower and cholelithiasis outcome was unknown, the emotional disorder and depression had resolved and the gestational diabetes had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, cholecystectomy, cholelithiasis, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, gestational diabetes, hormone level abnormal, investigation noncompliance, migraine and treatment noncompliance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 81879.7 kg/sqm. Most recent follow-up information incorporated above includes: on 08-jan-2018: plaintiff fact sheet documents received, new reporter information, patient demographic information, relevant history, product indication, esuure start stop date updated, new events emotional state became very imbalanced after the removal surgery, depression, gallstones, essure caused or aggravated any psychiatric and/or psychological conditions, gallbladder remover surgery, gestational diabetes, were added. Plaintiffs treatment medication was betim and prescription medication lexapro, zoloft, wellbutrin and prozac all to treat depression that plaintiff had never experienced prior to essure device. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), cholecystectomy ("gallbladder remover surgery") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included unintended pregnancy (approximately 2009 to 2011 discontinued) and gravida ii (two live births on (B)(6) 2012 and (B)(6) 2014). No history of migraines prior to undergoing the implantation of essure. Concurrent conditions included uterine bleeding and pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient underwent cholecystectomy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain") and abdominal pain lower ("cramping"). In 2015, the patient experienced cholecystectomy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("severe menstrual pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuation"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), affect lability ("emotional state became very imbalanced after the removal surgery"), depression ("depression"), cholelithiasis ("gallstones"), gestational diabetes ("gestational diabetes"), investigation noncompliance ("no essure confirmaton test") and treatment noncompliance ("no contraceptive after essure placement "). The patient was treated with timolol maleate (betim), escitalopram oxalate (lexapro), sertraline (zoloft), bupropion (wellbutrin), fluoxetine hydrochloride (prozac), surgery (partial hysterectomy to have the essure device removed) and surgery (surgery to remove gallbladder). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, cholecystectomy, dysmenorrhoea, abdominal distension, hormone level abnormal, dyspareunia, migraine, abdominal pain lower and cholelithiasis outcome was unknown, the uterine haemorrhage, abdominal pain, affect lability and depression had resolved and the gestational diabetes had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, affect lability, cholecystectomy, cholelithiasis, depression, device dislocation, dysmenorrhoea, dyspareunia, gestational diabetes, hormone level abnormal, investigation noncompliance, migraine, treatment noncompliance and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 81879.7 kg/sqm. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received- new event "abnormal uterine bleeding" added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.